Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following it was reported by customer that tubing broke.

Manufacturer narrative:
The customer reported the tubing broke and returned a photo of the location of the failure. No physical sample is available for investigation; however, the material is known to be 2420-0007, lot 24075407. Without a physical sample, or a confirmed failure from a photo, the complaint could not be verified. There is no root cause for an unconfirmed failure. However, there are associated actions done at the plant that may address this failure, if the root cause is related to solvent application. A device history record review for material# 2420-0007 and lot# 24075407 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.